Event description:
It was reported that pump battery depleted too quickly due to continuous glucose monitor error that went unnoticed for almost 12 hours, causing pump shutdown and triggering low power alerts. There was no reported impact to the customer¿s blood glucose level. Customer charged pump, resumed insulin delivery, and was advised by technical support to fully charge pump to 100 percent and monitor battery now that continuous glucose monitor error was resolved, and customer acknowledged understanding of information provided.